Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had their battery cap replaced but were still having battery issues. The insulin pump had alarmed a replace battery now. Troubleshooting was performed. They inserted a new battery. The insulin pump alarmed a failed battery test. They reviewed the alarm history and found that they had also received a power error detected alarm. They were given a series of steps to perform after the call ends to resolve the issue. Troubleshooting was not completed because the customer had disconnected the call. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.